Manufacturer narrative:
Two (2) photos were attached for evaluation. Picture one (1) shows an l-70 product. Picture two (2) shows a close-up of the proximal end female luer connector which was observed to have a crack. One (1) unit of part number l-70 was received without original package, in used condition. The sample was visually inspected, and a crack was found in the female luer connector, the crack identified is located along of the luer. The sample was tested, and a circular damage was created in the connection part of the female luer, however the crack along the female luer cannot be replicated. The crack reported is not attributable to the manufacturing process. No root cause determines that this complaint is not attributable to the manufacturing process. A notification was sent to the supplier to inform them about the broken luer failure mode. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. For all enquiries or follow-up questions related to the record, do not use (B)(4) located in sections g.1., please direct those to the following: (B)(4).

Event description:
It was reported that during a pre-use test, liquid leakage occurred at the connector part with the infusion set. No patient involvement.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.